Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during a follow-up. Increased pacing lead impedance was observed. Suggested x-ray did not reveal any issues. The patient will continue to be monitored via merlin.net and routine follow-up. The patient is stable.